Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ischemic left sided ventricular tachycardia ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered ventricular fibrillation (requiring defibrillation), cardiac tamponade (requiring pericardiocentesis), pulmonary embolism, and posteriorly died. During the procedure, the patient¿s blood pressure dropped, and the patient went into ventricular fibrillation. A full code was initiated. The patient was defibrillated multiple times after the full code initiation but would not convert out of arrhythmia. Cardiac tamponade was then confirmed, and pericardiocentesis was performed to remove over 400cc¿s from the pericardial space. A transesophageal echocardiography (tee) was performed and a large pulmonary embolism was confirmed. The code was called after approximately 1 hour and 20 minutes, the patient was pronounced dead at that time. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.